Event description:
The distributor reported that during the inbound inspection, dark colored particles were observed in twelve dressings. The product was not used. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 3 of 12. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. Batch record revision results: lot: 5c02627 was manufactured on 17/mar/2025, in bodolay line, with a total of (B)(4) each (ea). Complaint engineer performed a batch record review on 13/mar/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID): 1704768 and manufacturing order: (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue was found within the documentation. Historical complaints review: on 13/mar/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5c02627 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect, and only two (2) additional complaint was identified. Historical nonconformance review: on 13/mar/2026, complaint engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ for the lot number: 5c02627 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method ¿ 7, frequency: every 30 minutes, sample quantity: 1 market unit o nlt 5 chevrons. Acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have been 15 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4) which is well within an appropriate acceptable quality level (aql) 0.40% according to process instruction (pi). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.40. Importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.